Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4). (Con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was pt reported they were having issues charging their ins and the issue began at least a week ago. Pt stated when charging their ins the no device found message displayed and when they went to the screen that mentioned to get the highest number (ps understood this as the trying to recharge screen) pt stated they would get a 90 and if they moved the wire the number changed dramatically back and forth from 20 to 60 back to 20. Pt noted they turned off their stimulation and unplugged the rtm. During the call pt denied damages on the rtm and controller charging port. Ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was solid on the controller. Pt connected the rtm and the no device found message displayed on the controller. Pt pressed recharge and on the trying to recharge screen they were not getting a number over 64. Pt stated it jumped from 20 to 61. Pt stated without moving the paddle if the wire moved the numbers changed. Pt stated low was at 58 mid was at 73 and high was at 73. Ps noted the looking for device screen displayed and then went to trying to recharge screen and the numbers were at 57 low, 59 mid, and 59 high. Ps advised pt to cycle through the trying to recharge screen and ps reviewed with pt that this step could take typically anywhere between 10 to 30 minutes. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps advised pt to contact their hcp to connect with a representative if they were unable to connect or charge their ins since pt's external equipment did not have any damage. Pt also denied any recent falls or traumas.redirected caller: other (document in note)